Event description:
It was reported that during a pci procedure, while flushing the mach 1 guide catheter, "white stuff" resembling a "a clod of powder" came out. Resistance advancing over the guide wire was also reported. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good".